Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 54 mg/dl. The cause of the low bg was unknown. Bg was addressed via consumption of carbohydrates and glucagon nasal spray. Reportedly, the customer initially left the ER 2 hours later with no permanent damage; however, upon release from the ER, customer experienced an additional bg level of 25 mg/dl, and a facial laceration as a result of running into a glass door, and returned to the ER. Bg was addressed via consumption of carbohydrates. Reportedly, the customer left the ER 5 hours later with the issue resolved, and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.